Event description:
It was reported the pt was unable to charge his ipg with his charger. A replacement charger was sent to the pt. Attempts to determine if the replacement resolved the issue were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.